Manufacturer narrative:
The pump was received with a corroded battery tube, a cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. Moisture damage on the force sensor and vibrator also noted during visual inspection.

Event description:
The customer reported via phone call that battery compartment is very rusty. The customer¿s blood glucose value was 160 mg/dl. The customer stated that the insulin pump was damaged at battery compartment. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.